Manufacturer narrative:
Device evaluated by MFR: the unit was calibrated prior to use on the patient. The fio2 device was set between 1800-2000 and reverted to 21%. After several times, he changed the o2 sensor and the calibration worked well. Based on the log files it was determined that the most likely cause of the issue was due high leak combined with a severely miscalibrated o2 cell. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported an fio2 reading drifted down to 94% with o2 setting of 100%. The device was pulled out from the patient. At this time, no information was provided if there was a patient harm associated with the event.